Event description:
It was reported that the left ventricular lead had induced phrenic nerve stimulation during implant. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal lead characteristics.